Event description:
It was reported when using the bd pyxis¿ medstation¿ es, device was not detected on the bus and failed to recover, screen was black and offline. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected on the bus. A field service engineer (fse) logged in and accessed the storage space configurations but was unable to see the failed drawer and cubies. The customer logged in and went to storage space recovery, confirming that the full height main drawer 6 was not detected on the bus. The fse removed the back panel, inspected the light emitting diode (led), powered down the station, and conducted further hardware inspections. The fse then removed the drawer controller board, replaced it, reassembled the drawer, connected the bus cable, and powered up the station. The system functioned as intended after the field service engineer repaired the device.